Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found the ins functioned normally for an ins that is at end-of-life. A longevity estimate done based on the parameters that the ins had when received for analysis indicated a battery life of 18.48 months. Information on the system impedance was not given, however, the impedance for unipolar mode with one negative electrode is typically lower than the bipolar mode with one negative and one positive electrode (bipolar default is 1000 ohms) so for this estimate the impedance was assumed to be 800 ohms. The ins was implanted for 18.9 months so it appears that the ins met the expected longevity.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device was explanted due to early battery discharge with an end of service date of (B)(6) 2012. It was also reported that the battery depletion was normal. There was no patient injury and the patient recovered without sequelae. Subsequent information received reported the yes the battery depletion was normal as the device setting range of voltage was 2.8 v to 3.5 v. The patient's dystonia symptoms were experienced and the patient outcome was noted as successful. The device was going to be returned to manufacturer for analysis.